Manufacturer narrative:
(B)(4). The device was serviced at the customer site. Review of the alarm log found evidence of the f-38 alarm. The cause was determined to be two damaged force sensing resistors (fsrs). To resolve the issue the fsrs were replaced. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.